Event description:
It was reported that this pacemaker recorded out of range atrial intrinsic amplitude measurements resulting in an alert in the remote home monitoring system. Review of stored device data noted atrial undersensing and variable threshold measurements. The variable threshold measurements were suspected to be related to functional loss of capture (loc) as a result of the atrial undersensing. Further review was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.